Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization. Customer hospitalized due to non-diabetes related issue, however, customer is experiencing high blood glucose. The blood glucose reading is 219 mg/dl. Nothing further reported.